Manufacturer narrative:
Inplanted: 2010 (B)(6), explanted: unk.

Event description:
It was initially reported on (B)(6) 2011 that the patient experienced pain near the catheter pathway. Additional information from the patient's health care provider showed the patient had pain at the catheter anchor site. The catheter was revised on (B)(6) 2011. The patient outcome was reported as "no injury." The drug being delivered was lioresal.